Manufacturer narrative:
The study was conducted from november 2013 to june 2016. (B)(6). Literature article: greenstein, d., beau, j., gottlieb, g., teller, d., kulik, a. "Topical amiodarone during cardiac surgery: does epicardial application of amiodarone prevent postoperative atrial fibrillation?". J thorac cardiovasc surg. 2017 sep; 154 (3):886-892. Doi: 10.1016/j.jtcvs.2017.04.013. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported 200 patients underwent a study in which coseal was used with cardiac surgery (coronary bypass 82%, valve surgery 24%). Three patients experienced a post-operative event of re-opening (no further details). At the time of this report, no further details were reported regarding hospitalization, treatment or the patient outcomes. No additional information is available.